Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy; the delivery system was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with chest pain and angiography revealed a mildly calcified, de novo, 90% stenosed, distal left anterior descending (lad) artery. After pre-dilatation, the 2.75 x 12 mm xience prime stent was implanted; however, a proximal stent edge dissection was noted. Another xience prime stent was used as treatment without reported adverse patient sequela. There was no additional information was provided.